Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was repositioned from subcutaneous to subpectoral due to patient twiddling the device and pulled the right ventricular (rv) lead. To date, this device remains in service. No additional adverse patient effects were reported.